Event description:
Journal reference: york mk, dulay m, macias a, et al. Cognitive declines following bilateral subthalamic nucleus deep brain stimulation for the treatment of parkinson's disease. J neurol neurosurg psychiatry. 2008;79(7):789-795. We investigated the cognitive and psychiatric outcome 6 months after bilateral subthalamic nucleus deep brain stimulation (dbs) for the treatment of parkinson's disease (pd) using a disease control group. Twenty three pts who underwent dbs were compared with 28 medically treated pts with pd at baseline and at 6 months for neuropsychological measures. Reportable event: 37% (9) of pts who underwent dbs compared with 4% of pd controls showed a decline on stroop colour-word after 6 months (p,0.003). See mfg report 2182207200805638.